Manufacturer narrative:
One imp,tsv,mcol mg,4.7mm,8mm (tsvmwb8) was returned for investigation with packaging. Visual inspection of the as returned product identified the implant was returned attached to the mount with no apparent malfunction or signs of use. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was one additional related complaint against this lot. Appropriate documentation was reviewed. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The conditions of the product when they first reached the customer are unknown. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable, as the conditions of the product when it was received by the customer are unknown. The following sections have been updated: b4: date of this report d4: device expiration d4: UDI g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h4: date of manufacture h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Reporter's email not provided/unknown.: additional 510k number: k101880.

Event description:
It was reported that the implant dropped to the floor while being removed from the vial due to the implant and mount not being fully assembled. Another implant was placed to complete the procedure.